Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of up to 360 mg/dl and the infusion device sometimes does not deliver insulin. He stated, he bolused 4 units of insulin and 2 hours later his blood glucose was still elevated and he bolused 4 more units of insulin and his blood glucose dropped to 40 mg/dl. His normal blood glucose range is 100-200 mg/dl. He ate to treat low blood glucose. Troubleshooting did not reveal any product issues. He has spoken to his doctor and they do not believe he has absorption issues. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device, adapter, cartridge, and infusion set were requested to be returned for evaluation.